Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported upstream occlusion error which was reproduced. A review of the event history log identified upstream occlusion error. The reported condition was verified. The cause was determined to be the ultrasonic sensor being out of specification and failing calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The event occurred at the biomed service during testing. There was no patient involvement. No additional information is available.